Event description:
Customer reportedly obtained a result of 286mg/dl while the dr's device read 117mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.